Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, psychological trauma and weight increased outcome was unknown. The reporter considered menorrhagia, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008, (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: event injury was replaced with menorrhagia (heavy menstrual bleeding). New events - psych injury, weight gain were added. Case is now upgraded from other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.